Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the leads pulled down; confirmed by x-ray. Contributing factors were unknown. A paddle lead revision was done. The surgeon cut the old leads and they were discarded. The issue was resolved at the time of the report. No symptoms were reported.